Event description:
The rotator blew off and sent contrast everywhere. There was no harm or injury reported.

Manufacturer narrative:
Device eval: other, device has not yet been returned for eval. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Eval codes: method: other, device history was reviewed. Complaint data base was reviewed. Conclusions: other, a f/u report will be submitted when the device eval has been completed.